Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter disconnected from the connector was confirmed due to improper assembly procedures. The 4 fr s/l groshong PICC was received in two segments. The catheter length had been modified by the user from its original manufactured length. The catheter had been cut between the 44 and 45 cm depth marks and between the 46 and 47 cm depth marks. The section of catheter proximal to the 46cm depth mark was not returned for investigation. The adjoining ends of the catheter were microscopically examined and the cross sections were noted to be glossy and striated, which indicates that the catheter was cut with a sharp instrument. The groshong two-piece connector was received in two separate pieces. No portion of the catheter was noted to be attached to the connector. A microscopic examination of the two-piece connector showed that the material was deformed along the locking grooves, which indicates that the connector was disassembled after being assembled. The two piece connector was bisected, which revealed that the blue compression sleeve had been pushed into the taper of the luer adaptor, which confirms that the connector had been assembled. No portion of the catheter was found in the connector. After the connector is assembled, the catheter cannot be secured within the connector. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter with the stylet, removing the stylet, then modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, advancing the catheter over the connector blunt, and then aligning and sliding the two connector pieces together until the connector barbs are fully attached. All damage observed on the returned groshong PICC appears to be associated to the user not following the procedure as outlined in the IFU. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter disconnected from the catheter connector. The reporting facility stated that the catheter migrated into the patient¿s body and reached the right atrium. The catheter was removed with a cardiac catheter and was partially cut after removal for examination at the facility.